Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer

Event description:
Revision case. Fracture of distal femur. Stryker implants were in situ at time of fx. It was indicated that the tibial baseplate was also revised.